Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, two steam pops occurred. The procedure was finished regularly and pericardial effusion at the end of procedure detected while doing standard ultrasound check. Multiple attempts were done to request for further details of the event. However no additional information has been provided.